Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead was oversensing myopotentials resulting in false ventricular tachycardia-monitor episodes to be collected by the implantable pulse generator (ipg). It was noted that the lead was programmed to unipolar sensing and the lead sensing had diminished from measurements taken the previous day. The lead remains in use and reprogramming is planned. No patient complications have been reported as a result of this event.